Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-52 lead; 419688 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was partially explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead threshold jumped to high thresholds. A fracture of the rv lead was suspected. The rv lead was capped and replaced.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.